Event description:
The patient was revised because the acetabular shell spun out of the acetabulum. Update: preliminary disclosure form was received on 6/4/2012 and litigation papers were received on 6/27/2012. Litigation alleges that patient had metallic debris in his system, and that his hip squeaked. The femoral head was added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/6/2015 - ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/6/2015. After review of the records for MDR reportability, the revision operative note indicated loose cup, subluxations, metal debris, and leg length discrepancy. The stem is now being added to the complaint. There was no mention of any squeaking as previously stated.